Manufacturer narrative:
D1: updated from "titan touch" to "unknown." D2: updated from "inflatable penile prosethesis" to "unknown penile prosthesis". D6a: implant date: (B)(6) 2012, exact date unknown.

Event description:
Additional information received clarified that the type of device that was explanted was unknown. The device was explanted in (B)(6) 2020; a new device was not implanted until (B)(6) 2021. Cultures revealed enterococcus faecalis, proteus penneri and mixed anaerobic bacteria.

Event description:
According to available information, this device was explanted and replaced due to infection. No other adverse patient effects were reported.